Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb). The unit then passed all testing.

Event description:
It was reported that a ventilator had a blank screen. The ventilator was not on a patient at the time of the event.